Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the meter remote emitted an error 1 with sub code sc5 that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Device evaluation: the meter has been returned and evaluated by product analysis on 07/27/2015 with the following findings: during investigation, an error 1, sub-code 5 occurred immediately when powering on the meter. The pump and the meter were not able to be paired to complete the required investigation due to inability to clear the error 1 sub-code 5 message.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.